Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the peg tube involved in this event was not provided by the complainant. Therefore, it is unknown if the tubing involved was the abbvie peg tube. Abbvie has chosen to report this event due to the potential that the peg tube involved could have been the abbvie peg tube. The device involved in the event was not returned/remains implanted; therefore a return sample evaluation is unable to be performed. Ulcers in the stomach is a known complication of use of device. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
The patient had percutaneous endoscopic gastrostomy (peg) tube placed 2 years ago. Report indicated that the patient experienced rectal bleeding 6 weeks ago and the bleeding progressed. On (B)(6) 2017, patient underwent esophagogastroduodenoscopy (egd). The patient reported that the rectal bleeding was from an artery and the artery was cauterized to stop bleeding. The egd showed 3 stomach ulcers. The patient was admitted to intensive care unit (ICU) for 4 days. Patient was treated with pantoprazole (IV) and was changed to oral. Patient has been discharged from hospital after 4 days. Rectal bleeding resolved in (B)(6) 2017.